Manufacturer narrative:
The customer reported complaint of "the icy catheter (lot #158272) leak" was confirmed during functional testing. Upon flushing the in/out lumen, the leak was observed from the catheter's shaft. The investigation findings revealed that the reported complaint's root cause was three small sharp cuts located at the 32 and 33 cm markers, 5 cm away from the distal end of the manifold. The cut on the catheter likely occurred while the catheter was being sutured to the patient with the manifold tabs. The suture needle or other sharp tools such as a scalpel may have accidentally cut the catheter shaft, attributed to user error. Upon visual inspection, noticed dried blood residues on the catheter balloons, and no other physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. Upon flushing the in/out lumens, the leak was observed from the catheter shaft. In addition, the returned icy catheter was inspected under a microscope and noticed small sharp cuts at three locations of the shaft markers. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the icy catheter with lot #158272. Ccr 56667 was reported on (B)(6) 2021 and shaft leak was confirmed due to a small sharp cut.

Event description:
During the ivtm therapy for hypothermia, an icy catheter (lot #158272) was placed into the patient's femoral vein. The catheter insertion was smooth and placed in a single attempt by an experienced physician. After 3 hours of ivtm therapy and during the cooling phase, the user noticed blood in the orange luer of the central vein catheter, and the thermogard xp ivtm system generated an "air trap" alarm. The user is suspecting a catheter leak and 500 ml of saline infusion. The user replaced the catheter, and the alarm was cleared. The treatment was resumed with the same thermogard system without any further interruption or delay. Per the customer, an arterial catheter was placed for medical reasons. No consequences or impact to the patient.